Event description:
Received notice of litigation from an attorney. This device MFR was one of three named defendant along with another device manufacturer and a supplier of a pharmaceutical agent. The notice states that following use of the listed device during a nuclear stress test performed on (B)(6) 2012, the pt became feverish and noted pain and swelling at the insertion site. On (B)(6) 2012, the pt was admitted to the hospital with a diagnosis of sepsis, septic shock, acute renal insufficiency, and right-upper-extremity cellulitis; the pt's blood culture was positive for foreign fungal specimen or other pathogens. During the pt's hospitalization, the pt underwent approximately three debridement surgeries to remove necrotic tissue. On (B)(6) 2012, the pt was diagnosed with rhabdomyolysis, lactic acidosis, anemia, and thrombocytopenia. Also on (B)(6) 2012, the pt was intubated and placed on a ventilator. On (B)(6) 2012, an emergency tracheotomy was performed. On (B)(6) 2012, it was determined the pt was not improving and was removed from the ventilator. Pt pronounced dead at 1:45am on (B)(6) 2012.

Manufacturer narrative:
Info was received via an attorney representing the pt's family. Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.